Manufacturer narrative:
A boston scientific technical services consultant discussed the clinical observations with the caller and stated the patient could be brought in for lead testing in bipolar configuration. The consultant also discussed programming options. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the lead safety switch had been triggered for this system due to pacing impedance measurements greater than 3000 ohms. A review of the stored data identified noise, oversensing and pacing inhibition. There was no asystole greater than two seconds. No adverse patient effects were reported.

Event description:
Boston scientific received information that the lead safety switch had been triggered for this system due to pacing impedance measurements greater than 3,000 ohms. A review of the stored data identified noise, oversensing and pacing inhibition. There were no asystole greater than two seconds. No adverse patient effects were reported. Additional information received reported that the patient implanted with this pacemaker system felt rv pacing, and the device was programmed to lower rate limit (lrl) of 40 beats per minute (bpm). It was noted that the device may be programmed to unipolar pacing due to the previous right ventricular (rv) lead safety switch (lss) from 2018. Recently, the patient was in an atrial tachy response (atr) recently and the device was pacing at 70 bpm, but did not feel it. As a result, there were concerns about possible non-capture. This pacemaker system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement. Correction to b2: hospitalization and required intervention were removed from outcomes attrib to adv event.

Event description:
Boston scientific received information that the lead safety switch had been triggered for this system due to pacing impedance measurements greater than 3,000 ohms. A review of the stored data identified noise, oversensing and pacing inhibition. There were no asystole greater than two seconds. No adverse patient effects were reported. Additional information received reported that the patient implanted with this pacemaker system felt rv pacing, and the device was programmed to lower rate limit (lrl) of 40 beats per minute (bpm). It was noted that the device may be programmed to unipolar pacing due to the previous right ventricular (rv) lead safety switch (lss) from 2018. Recently, the patient was in an atrial tachy response (atr) recently and the device was pacing at 70 bpm, but did not feel it. As a result, there were concerns about possible non-capture. This pacemaker system remains in service. No additional adverse patient effects were reported.